Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they need to have the device taken out because it's been giving the patient a lot of problems and they've had a lot of pain with it. Their new doctor informed the patient that in order for them to remove it they need to have a manufacturing representative (rep) there when it's removed. Patient stated this all started about the end of last year around the holidays. They reported that they started getting some discomfort and then it progressed. Patient stated one of their doctors put in a "pessary" which the patient described as something that looks like an old fashioned diaphragm from years ago and that has been taken out and now. They reported that their bladder "is just kind of like bah". They were have the pain in their back where the implant is. The patient was redirected to their healthcare provider to further address the issue. The patient was provided instruction on helping their doctor coordinate the rep being there for the removal.